Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that boston scientific's technical services (ts) was contacted in 2010 and 2013 to discuss this device and right ventricular (rv) defibrillation lead system's shock impedance measurements. In 2010, the shock impedance was measured at 88 ohms (within normal range). The physician planned to continue monitoring the performance of the system. In 2013, ts was informed that the shock impedance had been measured in the 90-95 ohm range at implant and was now 100 ohms. Ts suggested delivery of a commanded shock to check system integrity. The physician planned to continue monitoring the system. Boston scientific received information that this local representative contacted ts again in mid-september 2016 to report that this device and rv defibrillation lead's shock impedance was 132 ohms. The system trend has been in the range of 110 to 132 ohms. The shock vector is currently programmed to a triad configuration. The local representative was planning to follow up with the clinician. Boston scientific received information from the local representative that the physician plans to continue monitoring the performance of the device and lead system. No intervention (reprogramming, noninvasive pacing study or invasive) are planned.